Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled ¿cutibacterium acnes in primary reverse shoulder arthroplasty: from skin to deep layers¿ written by carlos torrens, md, phda, raquel marí, mda, albert alier, md, phda, lluis puig, md, phda, fernando santana, md, phda, and stephane corvec, pharmd, phd published by journal of shoulder and elbow surgery in 2018 was reviewed. The articles purpose was to determine the presence of c acnes in a real clinical scenario of primary rsa, in and on the skin and in deep tissue. 90 patients (74 women and 16 men) were implanted with delta x-tend. 12 cultures were obtained from each patient (ranging from skin to deep tissue). C acnes was isolated in 17 of the 90 patients, but only one patient exhibited any signs or symptoms of an infection. Patient 8 will be noted below. No other infection was registered at a minimum follow-up of 1 year. Adverse event involving depuy ¿ synthes products: (B)(6) male who received a rsa due to cuff arthropathy. An infection developed 6 months after the operation and required a stage 2 operations.